Manufacturer narrative:
On 2/27/2020, it was erroneously omitted to report that the PMA number was (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/29/2020, it was reported to mentor that affected device was mentor smooth round moderate plus profile 475cc, catalog number 3502475 and lot number was 6444655. A manufacturing record evaluation was performed for the finished device 6444655 number, and no non-conformance related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, during visual evaluation of the device it was observed a crease in posterior view, additionally a tear within the crease was noted, measuring approximately 0.3 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Concomitant products: a mentor smooth round moderate profile 425cc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 425cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with mentor smooth round moderate plus profile 500cc on (B)(6) 2020.